Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged low blood glucose, reaching 53 mg/dl for approximately three hours, after which the user ingested oral glucose tablets; the user stated that the ilet appeared to overcorrect highs and deliver too much insulin following meal announcements. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and no hospitalization. Investigation included customer support review, education, and referral for clinical troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device performance anomaly was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.